Event description:
It was reported that multiple falls in nursing home. Presented to doctor's office. Scheduled for surgery. Explant. Girdlestone.

Manufacturer narrative:
An evaluation of the devices cannot be performed. As per hospital procedure, the device(s) is being held by hospital minimum seven weeks and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.